Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04691 / 04692).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009, at which time metal on metal components were implanted. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due patient allegations of grinding noises. The modular head and acetabular cup were removed and replaced.